Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a laparoscopic hysterectomy for the treatment of uterine fibroid(s) and was diagnosed with epithelioid leiomyosarcoma shortly after her surgery, based on the pathological analysis. She died on (B)(6) 2015.